Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded on keypad trace. No number ramping or scrolling on display noted. The device also had a missing end cap sticker. The displacement, basic occlusion, occlusion, prime and no delivery tests could not be performed due to the keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. She stated that the numbers on the screen of the insulin pump were ramping on their own. The blood glucose at the time of the incident was 261 mg/dl; treated with manual injection. The customer stated that she experienced thirst and frequent urination and felt stressed. The device was returned for analysis.